Event description:
Tubing leakage at the injection site of the gravity administration set while using a blunt tip needle. To inject regadenosen 5ml over 10 seconds followed by a dose of radioactive isotope over 20 seconds for a pharmacologic stress test. Upon further investigation it was noted that the particular IV set the customer was using should only be accessed with a needle; a blunt needle should not be used to access this type of port. The leaking was presumably caused by use of the blunt tip needle.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
(B)(4)